Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 3,500 mcg/ml fentanyl at a dose of 1,000 mcg/day and 2,625 mcg/ml clonidine at a dose of 750 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the hcp may have inadvertently pocket filled up to 3.5 ml of medication in the patient during a refill procedure. The patient exhibited signs of overdose and was admitted to the hospital. The hcp evaluated and aspirated the pump immediately on (B)(6) 2017 and was able to withdraw approximately 36 ml of medication. No actions were taken. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via manufacturer representative indicated that at time of pump replacement, the pump caused them to have two overdose of medication directly after refills were made. The contributing factors included a possible refill mistake. The dates or what troubleshooting was performed was unknown. It was noted the patient had gone to the intensive care unit (ICU). The pump was replaced on (B)(4) 2018, the catheter remained implanted. The issue was considered resolved. The patient status was indicated to be alive with no injury. The pump would be returned. The pump was used to deliver unknown baclofen 250mcg/ml; 64mcg/day, clonidine 750mcg/ml; 192mcg/day, and fentanyl 1000mcg/ml; 256mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.